Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the optim sheath only proximal to the suture sleeve tie impression. The silicone tubing was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can. Diagnostic imaging revealed no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis. External insulation abrasion was observed on the right ventricular (rv) lead. There were no reported adverse patient consequences related to the event.